Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an ovation ix extender to treat an abdominal aortic aneurysm (off -label due to concomitant use with products outside the IFU). Approximately 3 years post initial procedure, a type 1b endoleak and aneurysm enlargement (right iliac) was identified. The patient is pending re-intervention.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an ovation ix extender to treat an abdominal aortic aneurysm (off -label due to concomitant use with products outside the IFU). Approximately 3 years post initial procedure, a type 1b endoleak and aneurysm enlargement (right iliac) was identified. The patient is pending re-intervention. After the initial report, additional information was received that the physician was going to treat the patient with a medtronic (non-endologix) graft. It is unknown if the reintervention took place.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the right iliac aneurysm enlargement and type ib endoleak adverse events are unconfirmed. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. There was use of concomitant devices (ovation ix limb extension in right common iliac artery) which is outside the indications of use (off-label) due. Additionally, there was no abdominal aortic aneurysm, only a right common iliac aneurysm measuring 45mm (off label- should be 10-23mm). Though a definitive root cause cannot be determined, the off-label uses could have contributed to reported events. The final patient status was reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. B5: describe event or problem - updated g3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.